Event description:
Physician states in discharge summary there was a problem with the IV pump administering the inotropic agents on the way from surgery to ICU. The pump did fail in ICU and was changed out immediately.